Manufacturer narrative:
During use of the mynx control vascular closure device (vcd), the sheath split exposing the sealant. There was no patient injury. Multiple attempts were made without success to obtain additional information. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, the sealant remained in the manufactured position, and the sealant outer sleeve assembly was observed to have been kink/damaged. The inflation tubing was cut by the user. The procedure sheath was not returned with the device. Visual inspection at high magnification found that the sealant outer sleeve at the distal end of the catheter was slightly split opened and damaged. This condition may have increased the profile and may cause difficulty during insertion. Review of lot f1913401 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The lot met all product specifications, including sterilization prior to shipment. The event reported as ¿deployment difficulty-premature¿ was confirmed due to the condition in which the unit was received for analysis. Based on the information provided and the investigation performed, the reported event experienced by the customer could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with two side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynx control vascular closure device (vcd), the sheath split exposing the sealant. There was no patient injury. The device is available for analysis.